Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: these events been previously reported to ethicon? If so, provide the respective reference number(s). No how long was the delay? Please specify in minutes. 5 minutes for each case were there any unexpected outcomes or complications as a result of the prolonged surgery time? No provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6) ¿ sr. Purchasing officer. The following information was reported: event information section: caused or contributed to a death? Checked on 'no' caused or contributed to a serious injury? Checked on 'no' caused or contributed to the need for additional medical or surgical intervention? Checked on 'no' product location section: was any surgery delay? Checked on 'yes' were there any patient consequences? Checked on 'no.' To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During delivery surgery, the suture thread broke during the suturing process. The thread had to be replaced with a new one to continue the procedure. This issue has been observed in two other similar cases. There were no patient consequences reported. Additional information was requested.